Manufacturer narrative:
Device has been requested, but has not yet been returned. Device evaluation is anticipated. Device code - (B)(4) no code available:  load not recalled and suspected positive bi device manufacture date: 04/24/2015 no anomalies were observed in the device history record review that would contribute to the issue. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made.  Should new information be received, a supplemental MDR will be submitted.

Manufacturer narrative:
Asp investigation summary: the investigation included trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number was reviewed from 04/24/2015 to 07/08/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The media in the crushed vial is yellow, confirming the positive result. No manufacturing related anomalies observed. Nine bis were submitted for functional evaluation. Two bis were used as controls. All seven bis met specification with no damage or leakage observed after processing. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The previous and subsequent bi results were negative. The load items were three telescopes and two cameras and leads. Items released included one telescope and one camera and lead. There was no injury or harm reported with the issue. This event is reported to the FDA since the load was partially released and potentially used on a patient before the cyclesure® 24 bi results were confirmed.